Event description:
It was reported that the patient's right hip was revised due to pain and disassociation of the femoral head from the stem. The stem, head and liner were revised to an accolade 2 stem, femoral head, and adm/ mdm liner construct. Rep provided the primary operative report, an x-ray, and a picture of the explants and reported that this is all information available.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted femoral head and a stem with blood and tissue on them. It appears that there is black/dark residue within the femoral head and the stem trunnion was penciled to a pointed tip. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms disassociated head and trunnion wear, need additional information; revision operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The root cause analyses identified a process related anomaly as to the affected sizes and lots of the cocr head. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pain and disassociation of the femoral head from the stem. The stem, head and liner were revised to an accolade 2 stem, femoral head, and adm/ mdm liner construct. Rep provided the primary operative report, an x-ray, and a picture of the explants and reported that this is all information available.